Event description:
It was reported by a relative of a pediatric patient that the external distractor extension arm fell off. Mandibular distraction and consolidation of bone is reportedly complete. There is no indication of serious injury to the patient due to the external distractor coming off early. Later it was also reported that the consolidation is complete and healing has occurred. Removal of hardware took place (B)(6) 2012. No further treatment is planned. Hospital information was not provided. Email to (B)(6) requesting additional information for closure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: this is report 1 of 1 for file (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).